Event description:
(B)(4). Consistent abdominal pain; heavy menstrual cycles lasting up two weeks and I may have two a month. Intermittent bleeding since procedure every month; painful intercourse; chronic fatigue; severe postpartum with second child- sought medical tx w/ ob they dismissed my concerns as "normal" I believe postpartum became worse after procedure; hives, rashes, and burning of skin-progressive since 2015; fingers, wrists, legs, ankles swell, progressively worse in the past month (B)(6) 2016; vomiting, sweats, irregular bowel movements- constipation and diarrhea-since procedure ; anxiety, mood swings (irritability); numbness and tingling feeling in my feet, ankles, legs up to my knees-progressively worse in the past month (B)(6) 2016; ace and pain in all parts of my body.